Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc device. The physician attempted to place the 3.00x32mm taxus liberte stent, but was unable to cross the lesion. The device was then successfully removed and once outside the patient, stent damage was noticed. The procedure was completed with another device. No patient complications were reported. Patient condition is reported as "good".